Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer touchscreen did not align with the stylus. It was indicated that the connection from the printed circuit board (pcb) to the display required cleaning and reseating. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touchscreen had a problem in the lower section. The programmer was returned for service. No patient complications have been reported as a result of this event.